Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and found multiple parts were worn out. The fse replaced the buffer valves, mixer motor, and buffer syringe which resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer stated that the dxc 700 au clinical chemistry analyzer generated erroneous high patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride). There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided data for one (1) patient.